Manufacturer narrative:
(B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the device was damaged. The stent was detached at middle section. The suture string returned properly loaded in the loops and positioner was in good conditions. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the device was received out of original package and it was an evidence that the stent was manipulated. The problem found was an issue that could have been generated by the user or due to the interacting of the device with the suture string during preparation, moreover, the failure found is consistent when the suture is being pulled with an excess of force or due to the interaction/manipulation of the device or with other devices. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureterolithiasis procedure in the ureter, performed on (B)(6) 2020. During unpacking, it was found that the stent coil was detached. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent shaft broken.